Event description:
It was reported that the patient was admitted into the hospital after experiencing syncope and a fall. Upon device interrogation, the atrial lead was not pacing. X-ray was performed and discovered that the lead had dislodged. The lead was capped and replaced on (B)(6) 2017. The patient did not experience any adverse consequences during and after procedure.